Event description:
Caller reported experiencing an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. To resolve the occlusion events, the customer changed the cartridge and resumed insulin.